Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an exit block occurred with high thresholds on the lead. It was noted that a fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.